Event description:
This lead was returned with oos documentation from biotronik representative. Per oos, the physician "replaced the linox lead because the screw would not retract upon trying to reposition." This lead was replaced with a linox sd 65-18.